Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was naturally removed. Two days after laparoscopic intersphincteric resection and stoma creation. As of 10: 00 pm the previous day, 700 ml of urination had been confirmed. After that, 400 ml of spontaneous urine was confirmed. Residual urine measurement was 0ml. The doctor inflated the balloon part of the bladder catheter, but no damage was confirmed. Per follow up information received via ibc on 27may2025, stated that it was unknown how the residual urine measured.

Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one open all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjx0302. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon deflate balloon passively and 10 ml of the solution withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation. Inflated balloon and the catheter rested with no leaks. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was naturally removed. Two days after laparoscopic intersphincteric resection and stoma creation. As of 10pm the previous day, 700ml of urination had been confirmed. After that, 400ml of spontaneous urine was confirmed. Residual urine measurement was 0ml. The doctor inflated the balloon part of the bladder catheter, but no damage was confirmed. Per follow up information received via ibc on 27may2025, stated that it was unknown how the residual urine measured.